Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye on (B)(6) 2023. Reportedly excessive vault and residual cylinder was observed. The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).